Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As report, the indicator window of a 7f exoseal vascular closure device (vcd) did not change remaining black and white. The patient underwent transfemoral treatment for carotid artery stenosis and postoperative hemostasis using the vcd . The device was pushed 30-40 degrees into the short sheath to the point where the conveyor bar marking band stopped the pushing. The short sheath was retracted until the indicator guidewire cover was fully attached to the handle. The short sheath was retracted at the same time as the vcd and pulsatile blood flow from the return indicator was observed. The indicator window was observed when blood flow decreases significantly and blood flow stopped. The operator attempted to press for release but the block failed. The device is being returned for evaluation.

Event description:
As report, the indicator window of a 7f exoseal vascular closure device (vcd) did not change remaining black and white. The patient underwent transfemoral treatment for carotid artery stenosis and postoperative hemostasis using the vcd. The device was pushed 30-40 degrees into the short sheath to the point where the conveyor bar marking band stopped the pushing. The short sheath was retracted until the indicator guidewire cover was fully attached to the handle. The short sheath was retracted at the same time as the vcd and pulsatile blood flow from the return indicator was observed. The indicator window was observed when blood flow decreases significantly and blood flow stopped. The operator attempted to press for release but the block failed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. An 8f non-cordis short sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees). The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As report, the indicator window of a 7f exoseal vascular closure device (vcd) did not change remaining black and white. The patient underwent transfemoral treatment for carotid artery stenosis and postoperative hemostasis using the vcd. The device was pushed 30-40 degrees into the short sheath to the point where the conveyor bar marking band stopped the pushing. The short sheath was retracted until the indicator guidewire cover was fully attached to the handle. The short sheath was retracted at the same time as the vcd and pulsatile blood flow from the return indicator was observed. The indicator window was observed when blood flow decreases significantly and blood flow stopped. The operator attempted to press for release but the block failed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. An 8f non-cordis short sheath was used. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30¿45 degrees). The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned apart from the received unit. Finally, it was observed that the indicator window was returned in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The guard locking simulation could not be performed because the unit was received already locked and fully deployed. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification evaluation was performed on the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received already fully deployed. The internal mechanism showed no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with the window in black/white/red. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.